Event description:
It was reported the patient had not had the best coverage since implant, although had responded well to trial injection. The patient was on a new medication and has had periods of no relief with severe leg pain and then numbness/anesthesia episodes in her lower extremities in 2009. A rotor and cap dye studies were done at approx 20 days later. Catheters was aspirated without difficulty. A rotor check displayed movement of the rotors. Logs were read and no motor stall events were noted outside of the expected events at refill and reprogram. The erv and arv pump volumes measured equally. The pump was in the buttocks and it had not flipped. A neurological exam was done and everything was ok. The drug in the pump was bupivaicaine (marcaine) 40mg/cc and dilaudid was 3mg/cc. The system was replaced. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.